Event description:
Related manufacturer report number 1627487-2022-04337. It was reported that the patient was feeling discomfort in their neck. It was confirmed via x-ray that the leads had migrated up. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were pulled back down, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.